Event description:
It was reported that this intra-aortic balloon (iab) catheter was attempted to be used for a myocardial infarction pt in the cath lab. The staff removed the balloon from the tray, maintaining straight and grasping the balloon close to the tray. They then attached the one-way valve and vacuumed the balloon inside the tray. However, the balloon became stuck when attempting to advance it into the sheath that had already been placed in the pt's left femoral artery. As a result, both the sheath and iab catheter were removed and a new set was opened and used successfully to complete the insertion procedure. The staff reported following the instructions for use exactly. Add'l info received from the distributor on 03/05/2010 stated, there was some bleeding from the insertion site, but no excessive blood loss. The same insertion site was utilized when replacing the iab as they were able to keep the spring wire guide in place. There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.